Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site and performed a system eval. The fse was not able to determine the cause for the discordant low calcitonin result. The instrument is performing within specs.

Event description:
A discordant low immulite 2000 xpi calcitonin result was obtained on a pt sample. The customer performed repeat calcitonin testing and the result was elevated. The discordant result was not reported to the physician. There was no report of pt treatment being altered or adverse health consequences due to the discordant low calcitonin assay result.